Event description:
Baxter service center in japan reports heater bag was inflated with air during automated peritoneal dialysis treatment. Historical info regarding "heater bag inflated with air" indicates failure to be a leak in cassette of homechoice set. Japanese affiliate reports no pt injury or medical intervention.